Manufacturer narrative:
Analysis was able to confirm the reported erratic display; the display wires were pinched with compromised insulation. Analysis also noted that the upper case was broken, the lower case was broken, the hanger assembly was broken, the output connector assembly was broken, and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was erratic. The epg was returned for service. There was no patient involvement.